Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg pocket was relocated, the ipg was explanted and replaced. Reportedly, the issue resolved.